Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient has a short circuit between contact 8 and contact 10, which has been known since 2016. No surgical troubleshooting was necessary, only reprogramming to avoid using the impacted contacts. The cause of the issue was unknown.